Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and damage was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission: 9/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: testing was unable to duplicate the no power complaint. Black box shows one unexpected power on reset event on (B)(6) 2016. The battery compartment is cracked from threads down to the case seal on the side, returned battery cap is undamaged and able to fit securely. Moisture corrosion is observed in the battery canister and on the battery cap. Leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation. The pump¿s cover was removed, no further moisture corrosion or any intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.